Manufacturer narrative:
--

Event description:
Additional information was received that programming changes were made to rv sensitivity.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited suspected farfield oversensing of atrial flutter (af) that resulted in inappropriate anti-tachycardia pacing (atp) and shock therapy that successfully converted the rhythm. Additionally, the oversensing resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a device explant procedure for unrelated reasons. The pace/sense portion of this rv defibrillation lead was surgically abandoned and a new rv pace/sense lead was implanted. The shock portion of this lead remains implanted and in service.